Event description:
It was reported that the patient complained of experiencing shortness of breath and his heart racing. A loss of capture was noted on the left ventricular lead. A chest x-ray was performed and revealed that the lead had not dislodged but it was believed it had pulled back. The lead remained implanted.

Event description:
New information reported on (B)(6) 2015 noted that the lead was deactivated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.